Event description:
Unomedical reference number (B)(6). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on (B)(6) 2024. The infusion set was used for three hours. No further information available.